Manufacturer narrative:
The reported event of sensing noise was not reproduced in the lab. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during an implant procedure after connecting leads to the implantable cardioverter defibrillator (ICD) that there was oversensing noise; the physician suspects faulty ICD. The ICD was not implanted and the physician elected to complete the procedure with a different ICD. The patient condition was stable.